Event description:
Boston scientific received information that this chronic right ventricular (rv) lead had exhibited loss of capture and was revised. During the revision procedure it was noted to be engulfed in scar tissue. As no further issues were noted, the lead was replaced and remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.